Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 429 mg/dl. The customer did not provide information about symptoms and treatment. The customer reported that the insulin pump had flow block alarm. Customer was reporting a past event. Customer reported event was resolved by changing complete set. Customer has not tried all remedies. Customer declined to continue troubleshooting. The insulin pump will not be returned for analysis.